Manufacturer narrative:
Intuitive surgical (is) contacted the surgeon and obtained the following additional information regarding this event: the instrument was not inspected prior to use. The incident with the large hem-o-lok clip applier instrument occurred while the surgeon attempted to clamp on a vessel or tissue bundle. While the previous clip had been inserted without difficulty, it was impossible to lock the clip of the clamp. Despite several attempts and by reinstalling the clip and changing clip, it was impossible to close the clip sufficiently to lock the clip. The surgeon concluded that one of the control cables was broken or out of place, and another robotic clip applier instrument was used, which then worked without difficulty. The issue was related to unsuccessful clip application: incomplete closure of clip. Purple hem-o-lock clips were used with the clip applier instrument. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU) (10 mm for medium-large clip applier, 13mm for large clip applier), it was about 4-5mm. There were no photos and/or videos of this event available for isi review. The patient related information was not provided. Intuitive surgical, inc. (Isi) did receive the instrument to perform failure analysis (fa). Fa was not able to confirm/reproduce the customer reported complaint. Functional testing of the device was not possible due to the returned condition of the device. Additional observations not reported by site that are not related to the customer reported complaint: the instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. The instrument was found to have multiple input disks broken and cracked. Hairline cracks were found on grip input shaft. Input disk #7 was found broken into pieces inside of the housing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument would not clip. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.